Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump alarmed no delivery alert during bolus. The customer changed reservoir and infusion set twice but still received insulin floe block alert. The customer was advised to run load reservoir with empty piston but insulin pump did not alarmed no reservoir detected. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).